Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: unknown femoral catalog#: ni lot#: ni, unknown tibial tray catalog#: ni lot#:ni. Two articular surface product identifications were reported in conjunction with this event. It is unknown after follow-up attempts which device was revised and which remains implanted. The information for the second articular surface is as follows: item name: articular surface size cd 14 mm height. Catalog number: 00596203014. Lot number: 60840993. Expiration date: nov 30, 2012. Manufacture date: dec 10, 2007. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 11 years post implantation due to fracture of the tibial insert. Attempts to obtain additional information have been made; however, no more is available at this time.